Event description:
As reported, the 6" extension tubing bonded to the manifold burst during a 900psi power injection, spraying blood. There was no injury or patient complications. The used device was discarded by hospital.

Manufacturer narrative:
Although it was reported that the used device was discarded by the hospital, a device for a similarly reported event from this hospital is expected to be returned. Upon receipt of the device and completion of that investigation, a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.